Event description:
The pump was returned to service with a report "pump keeps cutting off and on". No pt injury or need for medical intervention was reported. Info was not provided regarding whether or not the device was in use on a pt when the reported situation occurred. No additional info was available.